Manufacturer narrative:
Reported event: no electric current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three captiflex medium oval snare used in the same procedure. Manufacturer report # 3005099803-2014-02700 addresses the first device, while manufacturer report # 3005099803-2014-02704 references the second device, and manufacturer report # 3005099803-2014-02701 references the third device. It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the device failed to perform cautery. There was no indication, like blanching, that the cautery was working. The grounding pads were changed and the generator was unplugged then re-plugged, yet no heat was emitted from the snare. The screen of the generator was noted to be ¿flickering.¿ the same problem occurred with the two other captiflex medium oval snare devices used. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.